Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative reported "rupture". This record is for the right side. The device was explanted and replaced. It is unknown if the device will be returned. Healthcare professional later reported "painful breast area", "change in shape", "pressure" and "headaches".

Event description:
Patient's representative reported "rupture". This record is for the right side. The device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.